Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument associated with this complaint and completed investigations. The instrument was found to have a loose grip cable at the yaw pulley. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cadiere forceps instrument's jaws could not be controlled by the surgeon. The procedure was completed with no reported injury.